Event description:
Additional information was received from the manufacturing representative (rep). Rep reported that the cause of high impedances was unknown.

Manufacturer narrative:
Continuation of d10: product ID 3391s-40 lot# unknown, implanted: (B)(6) 2018, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3391s-40 (lot: unknown); product type: 0200-lead; implant date (B)(6) 2018 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an impedance check of a lead for deep brain stimulation, impedances over 10,000 ohms were observed on electrodes eight and ten. Patient did not report any falls or anything out of the ordinary. The readings were forwarded in a session report to the physician. The issue was resolved. No patient complications have been reported as a result of this event.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that no actions/interventions were taken to resolve the high impedance. The patient saw no change in the therapy and will continue to use until it is time for a replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.